Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The reported field event of oversensing noise was confirmed in the lab. The root cause was traced to a damaged q8 transistor in the hybrid.

Event description:
It was reported that oversensing and noise were observed. Lead damaged suspected. The device and lead were explanted.